Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a diagnostic peripheral angiogram the catheter tip detached within the patient's right common iliac artery. The physician had acquired right retrograde femoral artery access, and during catheter manipulations over a glide wire the catheter tip detached. The physician then used a vascular snare device to successfully retrieve the catheter tip from the patient. Another catheter was used to successfully finish the procedure.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to excessive force being applied to the device during use. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.